Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device wa released based on company acceptance criteria. Attempts to obtain additional info have been made. No new info has been received. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The pt reported slight foreign body sensation, and had no visual complaints. The topical steroid drops were increased. Additional info has been requested.